Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited high impedances on both right atrial (ra) lead and right ventricular (rv) lead and the rv lead exhibited non capture. It was also reported that the ra lead dislodged twice during the implant procedure. The implantable pulse generator (ipg) was attempted, not used and replaced with a single chamber device the lead was explanted and not replaced due to the single chamber device. No patient complications have been reported as a result of this event.